Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11aug2025, the user reported damage to the ilet device screen. The screen remained usable. Blood glucose was not affected. A replacement device was issued.